Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported contacts 2-15 weren't working. Rep reported the physician was aware of what's going on and they were going to replace both leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain and 14 contacts were not able to be used, rep mentioned connectivity issues. The device remains implanted and in service. No troubleshooting was performed, and the cause of the issue is unknown. The issue is ongoing, and no action has been taken. No patient complications have been reported as aresult of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.